Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) had high pressure alarms, and the fos isn't zeroed. During conversation with the clinical support specialist (css) the rn noted that the intra-aortic balloon (iab) driveline to have blood splatter in tubing. The md was present, the css discussed the importance of removing the iab immediately and potential complications associated with iab abrasions, catheter entrapment etc. Css asked that they keep the catheter post removal for return. Follow up call the iab was removed successfully without difficulty or complications. There was no patient death reported. Patient current condition is noted as critical.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. If the product is returned at a later date, a full investigation of the sample will be completed. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) had high pressure alarms, and the fos isn't zeroed. During conversation with the clinical support specialist (css) the rn noted that the intra-aortic balloon (iab) driveline to have blood splatter in tubing. The md was present, the css discussed the importance of removing the iab immediately and potential complications associated with iab abrasions, catheter entrapment etc. Css asked that they keep the catheter post removal for return. Follow up call the iab was removed successfully without difficulty or complications. There was no patient death reported. Patient current condition is noted as critical.